Event description:
Tech was cutting off a cast when the saw made noises; became hot and the handle became soft and distorted. She felt a burning sensation. The tech washed off the plastic. It was not a significant burn and no treatment was required.